Event description:
It was reported that the camera head had poor image quality, poor contact, and cable malfunction during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air leak in the camera cable, corrosion on the electrical contacts of the video connector, noisy image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact noisy image occurred. Additionally, for the remaining findings, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.